Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the battery pins to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.